Event description:
The surgeon reported that sometimes the blades have more resistance when trying to make the incision. Surgeon advised "in general the blades are lovely and sharp, but that there is an inconsistency". No pt impact was reported. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).